Event description:
Event description guidant received information that this ventricular lead was surgically abandoned due to impedance measurements of greater than 2500 ohms, no sensing and loss of capture. A lead fracture was suspected. No adverse patient effects were observed.